Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was reported that all of the keypad buttons were under-responsive and over-responsive. It was noted that the keypad was missing/peeling. The reporter also indicated evidence of moisture corrosion was visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the keypad was completely peeled off the pump. The contrast button was unresponsive. The up arrow, down arrow, and ok button contacts were inverted. The contrast button contact was missing. There was contamination found on all the keypad contacts. There was moisture observed on the keypad flex. There was a keypad leak and battery compartment confirmed when the leak test was performed. There was no further evidence of moisture when the pump case was opened.